Manufacturer narrative:
Patient information was unavailable from the site at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The representative found that he could replicate when the reference frame was moved in its teeth by unintendedly touching the frame after the first scan with the image had been taken. It showed it was corresponding in the entry point but it went off deeper. The system passed a system checkout and was found to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a pelvic fracture si fixation with cannulated screws. It was reported that two k-wires were misplaced due to the movement of the reference frame. The site had two surgeries planned for navigation but they have only one trauma set. It was decided to use the spine referencing set for the second patient, and an instrument set that no one from the site was familiar with. They used the percutaneous pin reference frame that no one was used to. The site made an o-arm scan for navigation of the k-wires. After drilling of the k-wires they did another 3d scan for check. It appeared that the trajectories of the k-wires were off and not according to what was navigated. K-wires were removed, the anesthesiologist was made aware of the occurrence and he observed the patient for any blood loss in the urinal catheter or loss of blood pressure, both of these were not the case. They then changed to the trauma navigation set the team was familiar with. After attaching the two pin reference frame a new scan was made and k-wires were drilled. A check showed everything as planned, navigation was accurate. The delay t o procedure was less than 1 hour.